Manufacturer narrative:
The reported loose connector on the returned controller was visually confirmed. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Review of the manufacturing documentation confirmed that the associated controller met all requirements for release. Analysis of the controller revealed that the device failed to meet specifications; the device passed functional testing but failed visual inspection as a result of power source port one (1) connector found loose with the o-ring displaced from the controller housing and power source two (2) found with the o-ring gasket displaced from the controller housing. The confirmed malfunction is related to the reported event. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the vad coordinator, the patient was seen in clinic and they noted the power port #2 on the controller was loose. The patient denied any trauma or damage to the controller. No alarms reported by the patient or noted on interrogation. The vad coordinator performed elective controller exchange and the patient tolerated well with minimal pump off time.